Event description:
Report received from the USA stating that the device was "making a screeching noise and then when doctor pressed on the foot pedal, the motor got really hot." The device was being used in ear surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).